Event description:
It was reported that an unspecified bd infusion adapter was loose and leaked. The following information was provided by the initial reporter: "it was reported the adapter fell out of the bag when they hung the chemo. We had two chemo spills this weekend where we prepared the bags on friday for administration over the weekend. We stored them in the refrigerator until time of administration. In each case the infusion adapter just fell out of the bag when they hung the chemo. This has not occurred before using the previous phaseal product so we are wondering if there is any data regarding temp changes affecting the product."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd infusion adapter was loose and leaked. The following information was provided by the initial reporter: "it was reported the adapter fell out of the bag when they hung the chemo. Verbatim: we had two chemo spills this weekend where we prepared the bags on friday for administration over the weekend. We stored them in the refrigerator until time of administration. In each case the infusion adapter just fell out of the bag when they hung the chemo. This has not occurred before using the previous phaseal product so we are wondering if there is any data regarding temp changes affecting the product."